Event description:
For the cardiomd product in question ddd has discovered problems with the accuracy of detector positioning. This can over time result in artifacts in re-constructed images, and has in one case resulted in mis-diagnosis - (the incident). On the incident site the qc procedures have been performed on a weekly basis as described in the operators manual - (system out of calibration). This in combination with the product problem, that seems to be a building up of detector positioning errors over time, has provided basis for the incident.